Manufacturer narrative:
Concomitant products: product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient; product ID 7496-51, serial# (B)(4), implanted: (B)(6) 1998, product type extension; product ID 3987, serial# (B)(4), implanted: (B)(6) 1998, product type lead.

Event description:
Additional information received reported the patient was doing well and receiving effective stimulation. The lead will not be returned due to the hospital's policy.

Event description:
Additional information received reported that the patient had the complete system removed and replaced on (B)(6) due to confirmed fr actured electrode. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a shocking/jolting sensation. It was described as almost a ¿popping¿ sensation. Stimulation then could not be turned off. Possible ways to shut stimulation off were reviewed. The emergency room (ER) healthcare provider (hcp) had tried using the magnet on the implantable neurostimulator (ins) but the patient was feeling worse stimulation. It was noted that the battery in the patient programmer (pp) had been replaced and the pp showed the device to be on prior to using the magnet on the ins. The last known action taken was the ER physician contacted the implanting physician. Follow-up was performed to determine if there was a 50% or greater reduction in symptoms, if any troubleshooting had occurred, if the cause of the event had been determined, if any intervention was required, and if the issue was resolved. This event will be updated if additional information is received.